Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a problem with their device shutting off. The patient stated they were at the healthcare provider¿s office about a month ago and they were checking the system and determined the device was off. The patient reported when they turned it back on they felt a jolt, it really shocked them. The patient stated the same thing happened again, it was turned off again, when they noticed that their bladder was spasming and they couldn¿t feel stimulation. The patient turned the device back on and felt it zapping them really bad in their bladder, so they had to turn the setting down because it was painful. Syncing with the programmer on the call showed the therapy was on. It was reviewed that if they determined the therapy was off, they should decrease the stimulation before powering it on. It was noted that decreasing the amplitude eliminated the uncomfortable stimulation. No further complications were reported.